Event description:
In 2008, the sales rep reported that the sleeve was getting stuck and felt as if it was not moving easily. Additional info received on 04 apr 2008 via telephone, from sales rep. The sales rep reported that during inspection of the kit, it was noticed that it was difficult to load the screws to the driver. The event was not associated with pt contact. The malfunction has resulted in a surgical delay in the past.

Manufacturer narrative:
Malfunction was found during inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Requests has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.